Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: concomitant medical products: the device availability date was incorrect in the initial report. The date has been updated from 10/8/2019 to 10/14/2019. Upon further review of the device evaluation, it was determined that the device also failed pretest for check power with test bench (minimum: 67.5 to maximum: 110 w (watt) and had a cosmetic damage. It was also determined that the electrical control unit was damaged and the device would not run. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor and coupling head were worn, the coupling was damaged, the control was defective and the motor was going from idle to high. It was further determined that the device failed pretest for check the attachment coupling, check for sticky speed trigger, check the oscillation/forward/reverse mode function, check the oscillation angle and check switching function forward/reverse. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.